Manufacturer narrative:
The device was received full deployed. The needle mechanism was inspected and found no damages or defects that could result in the dislodging of a cannula. The adhesive welds were inspected and no issues were observed. Although no issues were observed, the exact cause of the reported dislodging and the adhesive issue could not be conclusively determined. The commutator cap was inspected and found a scrape oriented vertically. Although damage was observed on the commutator cap, this did not affect the functionality of the device since the rotational sensor data does not contain any errors and does not reflect this abnormality. During investigation, it was discovered that the bottom and middle batteries were measured much lower than expected while the top battery measured within expected specification. The cause of the two drained batteries could not be linked to a high shelf mode current because the shelf mode current measured within expected specifications. The cause of the drained batteries could not be determined. The timing and cause of the two aforementioned issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (leg) while at school, causing the cannula to dislodge. As treatment, a new pod was applied.